Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose with postprandial hyperglycemia up to 350 mg/dl followed by nocturnal hypoglycemia to 45 mg/dl, with subsequent elevations and declines, while using the ilet bionic pancreas; the agent's review indicated multiple dinner meal announcements that could contribute to variability, and education was provided on avoiding multiple meal announcements. Symptoms included hypoglycemia and hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included prolonged periods above 180 mg/dl and below 70 mg/dl, self-treatment with oral carbohydrate for lows and water for highs, no ketone testing, no professional medical intervention, and no need for assistance. Investigation included review of device reports and user-reported history, with troubleshooting and education completed. Investigation of this case revealed user-related factors consistent with accidental or multiple meal announcements leading to over-delivery around meals and subsequent glucose fluctuations. It was concluded, based on previously established findings for similar reports, that the cause was use-related error associated with meal announcement practices.